Manufacturer narrative:
Investigation including root cause analysis is in progress. This report mailed in to FDA on: 03/14/2008.

Event description:
The customer reported, that lint has been seen in operative wounds both during surgery and post operatively, which poses great concern. The colors of the fibers are blue. The customer indicated that they are from the surgical packs. Additional information received on 02/14/2008: a fiber was removed eight days post op in the office and wound was sutured.